Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 at 6:30pm, surgeon declared that implant failed due to "flange" design.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination found that the mountaineer adjust connector¿s components which include the rod holder and compression chip had fallen apart. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the mountaineer adjust connector falling apart cannot be positively determined. However, based on the observed failure it is suggested that higher than anticipated forces were placed on the adjust connector, thus resulting in its components falling apart. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.